Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an anterior tibial artery that was heavily diseased. A 2.5x200mm armada 18 was advanced and burst when inflated once at 8 atmospheres. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.